Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient felt a shocking sensation, which had been getting worse and now they happened all of the time. The patient was not around any emi when they experienced the shocks, and had no falls/trauma related to the issue. The patient stated the stimulation was comfortable for them, and they were to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.